Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported via device tracking "rupture" against right device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b, d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken in the anterior side assessed as surgical damage and missing piece of the shell assessed as to inconclusive. Additional observations: crease flat observed in the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported via device tracking "rupture" against right device. The device has been explanted.